Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadequate capture was observed on the rv lead. The device was reprogrammed and patient was in good condition after the procedure.

Manufacturer narrative:
New information reported that on (B)(6) 2015 the lead was explanted and discarded.

Event description:
It was reported that inadequate capture was observed on the rv lead. The lead was explanted and discarded. The patient's condition is stable.